Event description:
Patient was implanted with two zero-p implants at c5-c6 and c6-c7 for spondylosis with right radiculopathy on (B)(6) 2012. During routine follow up on unknown date, x-ray revealed one of the screws backed out at level c6-c7. It is reported patient is asymptomatic. Surgeon does not plan revision at this time, will monitor patient. No further information is available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative:device used for treatment, not diagnosis. (B)(4): placeholder.